Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. This impedances were noted to have been gradually increasing of the past year. Troubleshooting discussed the possibility of the out of range measurements could be attributed to calcification of the leads and increasing the alert threshold for this lead. This lead will continue to be monitored. No adverse patient effects were reported.